Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received. Customer had inadvertently went through the fill tubing process twice. Cartridge was filled with a total of 100 units of insulin. Insulin delivery was resumed. Blood glucose was 118 mg/dl.